Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that while in step 7 aligners over the past few days were starting to become pretty loose. The patient stated that in step 8 it takes 2-3 days, and the back right gets loose causing the front to get slightly loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.